Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the reported issue was not duplicated. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it was not delivering any breaths after suctioning. The customer stated that there was no patient harm or injury associated with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit passed all tests, calibrations and was confirmed to be working to manufacturer specifications. The ventilator was returned to vyaire and a comprehensive investigation was performed. It was observed that errors "improper power down" and "pneumatics module failure to cycle" were noted in the error log. Vyaire attempted to recreate an improper power down maneuver by quickly switching the unit off and back to on. The unit would stop ventilating and alarm the following: vent inop, circuit disconnect and safety valve. After a couple of seconds of purposely creating an improper power down, the unit would then start cycling normally. Allowed the unit to cycle for 1 hour while intermittently pressing the suction button, unit continued to cycle without fault. The ventilator was allowed to run over the weekend for a total of 90 hours. The unit ventilated normally and had no alarms after cycling for 90 hours. Our investigation confirmed the device passed all testing and met all vyaire manufacturer specifications.